Event description:
Pt was implanted with securfit/trident in 2007, operation was routine with no anomalies noted at the time. Over time, pt re-presented to surgeon with hip discomfort or irregular sensation the hip. Upon x-ray, it was evident shell had moved. The pt was booked for revision surgery in 2009. Incision was made and the hip was dislocated and it appeared the implanted head had fused into the liner and the shell was completely free of acetabulum.